Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Another manufacturer's stent was implanted in the moderately tortuous and non calcified superficial femoral artery (sfa) and posterial tibial artery (pta). Three years later, ipsolateral approach was obtained. The 90% stenosed lesion was an area of in stent restenosis where the "stents" overlap. Another manufacturer's guide wire crossed the lesion. A wanda 6.0x80mm balloon was advanced to the lesion and inflated to 7atm. The balloon was inflated again to 12 atm and ruptured. The procedure was completed with a sterling 7x40mm balloon in the sfa and a sterling es 2.0x40mm balloon in the pta. No complications were reported, and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that three stents from another manufacturer were implanted in the sfa and pta. Two of these stents were restenosed. The wanda balloon was inflated for 30 seconds on the first inflation to 7atm and for 30 seconds on the second inflation to 12atm.

Manufacturer narrative:
Device evaluation by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. There were traces of dried blood visible inside the balloon and the guidewire lumen. The device was passed over a 0.035 guidewire where it met a restriction 15mm proximal to the tip of the device. Visual and microscopic examination of the restriction site found there was a build up of dried blood visible inside the guidewire lumen. Visual examination of the balloon found a longitudinal tear had occurred in the balloon material starting 5mm proximal to the tip and extended approximately 75mm proximally in length. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Another manufacturer's stent was implanted in the moderately tortuous and non calcified superficial femoral artery (sfa) and posterial tibial artery (pta). 3 years later, ipsolateral approach was obtained. The 90% stenosed lesion was an area of in stent restenosis where the "stents" overlap. Another manufacturer's guide wire crossed the lesion. A wanda 6.0x80mm balloon was advanced to the lesion and inflated to 7atm. The balloon was inflated again to 12 atm and ruptured. The procedure was completed with a sterling 7x40mm balloon in the sfa and a sterling es 2.0x40mm balloon in the pta. No complications were reported, and the patient's status is good. This product is only ous approved but it is similar to an approved us device.